Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event has been entered as the date of publication (02oct2024) since the date of data collection was not provided. Saed alnaimat, arrigo, a., srijana maharjan, longinow, j., mahabir, s., tang, b., masaki tsukashita, rasha abdulmassih, bchech, g., chakravarthy, m., hayah kassis-george, & raina, a. (2024). Transplanted heart complicated by intracardiac aspergilloma with pericardial involvement. Jacc case reports, 29(19), 102574¿102574. Https://doi.org/10.1016/j.jaccas.2024.102574. Department of cardiology, allegheny general hospital, pittsburgh, pennsylvania, USA.; department of internal medicine, allegheny general hospital, pittsburgh, pennsylvania, USA.; department of pathology, allegheny general hospital, pittsburgh, pennsylvania, USA.; department of cardiothoracic surgery, allegheny general hospital, pittsburgh, pennsylvania, USA.; division of infectious disease, allegheny general hospital, pittsburgh, pennsylvania, USA. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. Multiple requests for additional information were sent to the customer; however, no further information has been provided at this time. The serial number of the heartmate 3 left ventricular system in use was not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through a research article identifying that the heartmate 3 (hm3) may be related to an unknown transplant. This is a case study which evaluated a 51-year-old female who required a heartmate 3 left ventricular assist device (lvad) because of end-stage ischemic cardiomyopathy with a severely reduced left ventricle ejection fraction (lvef) of 10%. One year later, the patient underwent orthotopic heart transplant. They had a low rejection risk and was started on appropriate immunosuppression with tacrolimus (goal: 10-12 ng/ml), mycophenolate 1,000 mg twice daily, and a standard tapering course of prednisone. The patient was also maintained on microbiologic prophylaxis with sulfamethoxazole/trimethoprim 800/160 mg 3 times weekly, valganciclovir 900 mg daily, and clotrimazole 10 mg 3 times daily. They had several endomyocardial biopsies that showed no signs of rejection.